Manufacturer narrative:
Analysis on the returned instrument resulted in an physical damage failure through visual/physical examination. Analysis states that the returned probe is bent and slightly twisted. Device manufacturing date not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the representative found two damaged instruments at the site today before a case. The probe has a bent tip and the clamp was stripped. There was no patient present when this issue was identified.